Manufacturer narrative:
H6: it was reported that a polarstem modular head for 21000662 broke. Since it was noticed during a field inspection, no patient was involved. The part, used in treatment, was not returned for investigation. No batch number was communicated. A complaint history review was performed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. However, a thorough investigation cannot be conducted and the root cause of the reported issue remains undetermined. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened.

Event description:
It was reported that a polarstem modular head for 21000662 broke. Since it was noticed during a field inspection, no patient was involved.